Event description:
Reporter reported that the heaterwire on the inspiratory limb of the rt206 adult breathing circuit kit was broken. This defect was found prior to the device being used on a patient.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare. The product is not sold in the USA but it is similar to a product which is sold in the USA. The resistance on the inspiratory heaterwire of the returned rt206 breathing circuit was measured. Results: the inspiratory heaterwire resistance measured "open loop" meaning there was no continuity. Heaterwire resistance is tested during the manufacturing process and only devices that pass are cleared for despatch. Conclusions: the device failed prior to use, and was out of specification. We are aware of other such complaints with an occurrence rate of approximately 0.003% worldwide for the last year.